Event description:
It was reported that during reprocessing fenestrated bipolar forceps instrument a cable was broken and the instrument was not working properly. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. Additional findings not reported was a pitch cable was loose at distal clevis hub. Both cable crimps remained in the clevis. Upon housing removal a pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. There were also scratches on the surface of the distal pulley. The clamping pulleys also exhibited corrosion around the pulleys. Engineering concluded the failure may be cleaning related. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.